Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is installed in the clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: the edge of the instrument's distal pulley has a mechanical indentation and the surface of the pulley exhibits scratches on the surface. The distal end of the instrument's main tube has a scratch mark exhibiting light material removal and a rough surface finish. The scratch is short in length and not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, it was noted that the wire on the pk dissecting forceps instrument was broken. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.